Event description:
It was reported that the guardian contacted support because the ilet system¿s charger stopped functioning, showed no indicator light, and would not work despite attempts with multiple outlets, consistent with a charging problem involving the battery charger; a replacement charger was arranged and guidance on temporary off-label charger use was provided. Customer care provided support that included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging failure of the charger component. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.